Event description:
Received complaint from bard canada. Letter states that bard ponsky pull peg was initialy inserted and in 2001, was pulled out by pt 5 days later. This allegedly caused internal injuries, surgical repair, and serious drop in sugar levels.